Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a ft4 value of > 7.77 ng/dl accompanied by a data flag. The sample was re-centrifuged and repeated, resulting in a value of 1.03 ng/dl. The repeat value was confirmed to be correct. The ft4 reagent lot number was 57294101, with an expiration date of 30-sep-2022.

Manufacturer narrative:
The calibration performed on (B)(6) 2022 was within expectations. Controls were within range on the day of the event. No reagent issue is obvious. Upon review of the alarm trace, there were very many sample quality related error on the day of the event. Errors include sample foam alarms, sample short alarms, and a sample clot alarm. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.